Manufacturer narrative:
A manufacturer rep went to the site to test the system. It was found that the system wouldn't push forward due to a physical limitation caused by the x-stage cover. The x-stage cover was removed and the fingers straightened out. The system was rehomed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system not fully extending when it is undocked. The site switched the system with a known working one and proceeded with the case. There was no patient impact and less than an hour of delay.